Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that the patient was having to recharge the ins every 2 days and if they tried to wait 3 days, the ins went completely down. The patient stated that they also needed to have MRI scans and the first ins was not MRI compatible and that the patient thought they would just replace the ins, however they also replaced the leads and now the therapy doesn't reach their toes anymore. They tried everything they could but they couldn't get it to go all the way to their toes and that's what hurt the most.